Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, the injector was bent. The procedure was completed and no harm came to the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of company handpiece; therefore, the condition of the product could not be verified.no lot number was identified with this complaint; therefore, a device history record review could not be conducted. Photo attached to the parent file was reviewed by the manufacturing site. Photo shows a lens case and the front end of a company injector, reported issue of bent could not be confirmed in the photo. The injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).